Manufacturer narrative:
H.6. Investigation summary: received one 20ga bd insyte autoguard blood control unit within an undamaged opened package from lot: 8235955. The unit was with all components present. The protective needle cover with the catheter/adapter assembly was loosened from the barrel. The needle was fully retracted within the safety shield (barrel). A review of the device history record revealed no irregularities during the manufacture of the reported lot. Three photos were provided for evaluation of this incident. Photo 1 shows a 20ga bd insyte autoguard IV catheter unit similar to that of the received unit and out of package. Photo 2 shows the length of the catheter tubing, which revealed a piece of clear fm on the surface of the tubing below the tip. Photo 3 shows the protective needle cover, which revealed a piece of fm within the cover. The returned unit revealed to have 2 pieces of fm and traces of silicone. The fm on the catheter was identified as non-foreign (lubrication) and (tubing residual/tipping material). The fm within the needle cover was identified as plug shaving material. Conclusion: manufacturing - the characteristics of the fm was evidence to confirm and support manufacturing process related issues for the reported defect. The equipment cleaning that is performed each shift can introduce foreign/non-foreign matter to catheter tubing. H3 other text : see section h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: fm was on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: fm was on the catheter.